Manufacturer narrative:
The subject device was evaluated. Device evaluation noted the customer reported issue was confirmed as torn, damage cable was observed. Furthermore, inspection found that the image is flickering due to damage on plug unit. Damage on coupler unit was also observed, the device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, ¿ ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage ¿. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints about this device.

Event description:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation.

Event description:
It was reported that the device had a damaged sheath. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The device was shipped and expected to arrived for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.